Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for low draw with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using multiple bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, sample/blood volume was a low draw. There was no report of exposure, injury or medical intervention.